Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "put in all the implants and snapped the head into the constrained liner went through final range of motion at which point it was discovered that the constrained liner was not engaged into the locking mechanism. At which point surgeon did not want to reuse the implant for fear of damaged mechanism. A replacement was used in the place of it."